Manufacturer narrative:
Received one 139104ext in opened unoriginal packaging. Lot number was not verified. Performed a visual inspection, the blue insulator is not seated properly on the electrode. Performed a functional inspection, the blue insulator pulls off from the device. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history was not reviewed because the lot number is not known. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 139104ext, ultraclean 1 in. Blade extnd insulatn, was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿user said that he pinched the insulation tube and insulation tube was came off from active electrode easy. The condition of shrink was like an imperfect.¿ the procedure was reported as having been completed with an alternate device. There was no report of injury, medical intervention, or hospitalization of the patient. Further assessment information was requested from the reporter and found that the incident did not cause any delay in the procedure. Also no fragments or components came into contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that the 139104ext, ultraclean 1 in. Blade extnd insulatn, was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿user said that he pinched the insulation tube and insulation tube was came off from active electrode easy. The condition of shrink was like an imperfect.¿ the procedure was reported as having been completed with an alternate device. There was no report of injury, medical intervention, or hospitalization of the patient. Further assessment information was requested from the reporter and found that the incident did not cause any delay in the procedure. Also no fragments or components came into contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.